Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the dermatome did not have sufficient power, which caused the skin being taken to not be uniform. This occurred during surgery, and an alternate device was used. There was no harm or delay, and an additional graft was not required. No adverse events have been reported as a result of this malfunction.